Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated the valve body on the sysclean bottle was cracked. The field service representative confirmed the valve body was cracked and replaced it. No erroneous results were generated and no instrument operators or lab personnel were injured. The investigation determined the crack might have been due to the syswash solution. It has been recommended that the valve body be changed every six months as part of preventive maintenance.